Event description:
It was reported that pump experienced malfunction after being splashed with water and displayed malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and customer technical support arranged a replacement pump.